Manufacturer narrative:
Initial reporter phone #: (B)(6). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0168467. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 0133220. Medical device expiration date: 2020-11-15. Device manufacture date: 2020-05-12. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd sars-cov-2 reagents for bd max¿ system false positive results were obtained by laboratory personnel. Confirmation testing was performed by another test method and the results were negative. The results were not reported out and there was no indication of patient impact. Eua #: (B)(4).

Manufacturer narrative:
Eua #: (B)(4). Investigation summary: the complaint investigation for discrepant results (false positive) when using the bd max sars-cov-2 reagents (ref#(B)(4) ) lot 0133220 used along with the kit bd max exk tna 3 product lot 0168467 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records indicated that the lot 0133220 was manufactured according to specifications and met performance requirements. Review of the manufacturing records of bd max exk tna 3 kit lot 0168467 indicated that the lot was manufactured according to specifications and met performance requirements. Customer reported discrepant samples that tested positive on the bdmax but gave negative results when tested with another method. The customer¿s udp settings were verified and the result logic parameters were set in accordance with the bd max sars-cov-2 reagents package insert instruction for use. Customer provided five runs for investigation from instrument ct1469 in order to conduct analysis using the pcr curve profiles. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Since no specific samples were identified by the customer, analysis of all the positive samples was done. The signal of theses curves consists of normal pcr amplification curves suggesting true amplification for n1 and/or n2 targets without anomaly, suggesting true positives results. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. There is no indication of an increase in complaints for false positive results for the bd sars-cov-2 lot 0133220. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA).

Event description:
It was reported while using bd sars-cov-2 reagents for bd max¿ system false positive results were obtained by laboratory personnel. Confirmation testing was performed by another test method and the results were negative. The results were not reported out and there was no indication of patient impact. Eua #: (B)(4).